Manufacturer narrative:
The lot number was not provided to bsc. We completed a good faith effort to obtain the information. Because the product lot number is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a dissection occurred, requiring an additional stent placement. An enroute enflate transcarotid rx balloon dilatation catheter was selected for use in the left sided transcarotid artery revascularization (tcar) procedure. When attempting to cross the lesion with the 0.014 guidewire, the enflate balloon exited the sheath without the wire, resulting in a dissection of the common carotid artery (cca). The sheath was removed, and the physician re-accessed the artery. An additional stent was used to cover the dissection, and the procedure was successfully completed.

Event description:
It was reported that a dissection occurred, requiring an additional stent placement. An enroute enflate transcarotid rx balloon dilatation catheter was selected for use in the left sided transcarotid artery revascularization (tcar) procedure. When attempting to cross the lesion with the 0.014 guidewire, the enflate balloon exited the sheath without the wire, resulting in a dissection of the common carotid artery (cca). The sheath was removed, and the physician re-accessed the artery. An additional stent was used to cover the dissection, and the procedure was successfully completed.

Manufacturer narrative:
Investigation results: the device was not returned for analysis, as it is still implanted. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. A ship history review for the reported upn was performed for the reporting customer. Batches (498905), (474255) and (474744) were most recently shipped to the reporting facility in the 3-year period preceding the procedure date. There were no manufacturing deviations for any of the three batch numbers that could have contributed to the reported event. Review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. A risk review performed for the enroute enflate rx balloon device confirmed that the reported event is a known event defined in the product risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered known inherent risk of device. The lot number was not provided to bsc. We completed a good faith effort to obtain the information. Because the product lot number is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.